Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The customer reported problem of "alarm 27" was confirmed in the sample evaluation and event history log review task. Service determined that the cause was due to a damaged safety slide clamp assembly. The safety slide clamp assembly was replaced to resolve the issue. If any additional information becomes available, a follow-up report will be submitted.

Event description:
The facility reported a flogard infusion pump that "has the alarm 27". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.